Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was found to have a broken tube extension at the orange plastic section. The tube extension was broken, and some pieces were missing. However, the size of the missing pieces could not be confirmed, indicating that a fragment has detached from the instrument. Thermal damage was not observed. The mcs instrument has an over molded design at the tube extension location. Additionally, the mcs instrument was found to have dislodged proximal clevis at the tube extension. The proximal clevis became dislodged due to the broken main tube extension.

Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) ventral hernia repair procedure, the surgeon experienced resistance when trying to cut with the monopolar curved scissors (mcs) instrument. The distal tips (tip) would not open. A fragment reportedly fell inside the patient and was retrieved during the same procedure. No post-operative tests have been performed. The procedure was completed with no delays.